Event description:
It was reported that; while putting in a fixed screw the ring came out of the plate. It was removed and replaced with no incident.

Manufacturer narrative:
Visual inspection; functional inspection; device history review; complaint history review; risk assessment; manufacturing records for this product were reviewed and no anomalies were found. There does not appear to be any manufacturing anomalies and it appears that the technique was followed. The root cause is not determined for this event.

Event description:
It was reported that; while putting in a fixed screw the ring came out of the plate. It was removed and replaced with no incident.